Manufacturer narrative:
The device history record was reviewed and no discrepancies were noted. The device was received for evaluation and upon powering on the device, no error codes were observed. The device was tested with water at feed rates of 800 ml/hr and 400 ml/hr for 30 minutes each, including both feed and flush cycles, without any issues. There were no alarms or error codes observed during the testing of the device. The reported issue could not be duplicated during testing; the device passed all tests and operated as intended.

Event description:
The patient's grandson reported the pump kept alarming "remove cassette" error. All troubleshooting was tried, including removing the cassette, using a new bag, cleaning the pump, and restarting. The problem was not resolved. This caused dehydration, and the patient was hospitalized due to lack of free water because the pump wasn't running. The patient needed multiple boluses to make up for the missed hydration because for about a week he wasn't getting water.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.